Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pip did not increase (it appeared that the control of the exhalation valve was faulty) and the screen was dark. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's aecm and lcd needs to be replaced to address the issue. The machine lcd display and active exhalation control module were returned to the manufacturer's product investigation laboratory (pil) for investigation. Pil was able to confirm the failure of active exhalation control module and was unable to confirm the failure of the lcd display. Pil concludes that the lcd display functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's pip did not increase (it appeared that the control of the exhalation valve was faulty) and the screen was dark. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's aecm and lcd needs to be replaced to address the issue.